Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds which resulted in the early declaration of elective replacement indicator (eri) for the patient's cardiac resynchronization therapy defibrillator (crt-d). The device was replaced and this left ventricular (lv) lead remains in service. No additional adverse patient effects were reported.